Event description:
The catheter was zero balanced prior to insertion. The displayed pressure was changed from 37 to 50 while in the pt but the pt did not show the symptoms corresponding with such high icp values. After approximately ten minutes the code "e01" was displayed. The catheter was replaced with a new catheter. No problem occurred with the new catheter and the icp values seemed to reflect the pt's condition more accurately. No pt injury was reported, but intervention was required to replace the catheter.